Event description:
On (B)(6) 2012, this pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that the pt had extremely tortuous common iliac arteries. While implanting the left contralateral leg component, the physician covered the left hypogastric artery. This was not planned, the physician was fine with covering the artery due to the pt having cross filling from collateral vessels. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.